Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that upon unpacking the device, a small tear was observed in the drip chamber, resulting in a slow leakage of fluid droplets. During an ablation procedure to treat paroxysmal atrial fibrillation (paf) and atrial flutter (afl), a metriq irrigation tubing set was to be used in the left atrium and the cavotricuspid isthmus. Upon unpacking the device, a small tear was observed in the drip chamber, resulting in a slow leakage of fluid droplets. Another of the same device was used, and the procedure was completed successfully without patient complications. The device was discarded and will not be returned for analysis.